Event description:
It was reported that patient underwent a right total knee arthroplasty on an unknown date. Subsequently, patient was revised on an unknown date due to pain and instability. A thicker tibial bearing was implanted. Patient was further revised on (B)(6) 2015 due to pain and instability caused by too large of a difference between the flexion and extension gap and a rotated tibia. All components were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.